Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The device was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the insulin pump's screen began to ramp during bolus. Customer replaced the battery then received a battery out limit. Customer also reported that none of the buttons on the keypad were responding. Blood glucose level was 234 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.